Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing and oversensing of noise. It was also reported that the ra lead failed to capture and deliver appropriate therapy. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead was reprogrammed.